Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was an issue with the information uploaded. It was found that customer placed the insulin pump in suspend for an extended period of time. Customer reported that patient was hospitalized for their low blood glucose. Patient experience low blood glucose fell and broke her ankle and was sent to the hospital. Customer will advise the patient to call helpline. No further information provided.